Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with a 425cc mentor smooth round moderate profile saline breast implants experienced right sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with a 600cc mentor memorygel left breast implant and a 550cc mentor memorygel right breast implant on (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 04/20/2020. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the deflation is consistent with a crease fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 4/22/2020, patient experienced left sided deflation post procedure. Manufacturer¿s reference number: (B)(4).